Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was rising impedance for the right atrial (ra) lead and the lead impedance is now high. The ra lead remains in use. No patient complications were noted as a result of this event.